Event description:
A cartridge alarm was reported on the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level as their level did not exceed 500 mg/dl. Technical support assisted in trying to load a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. As a result, it was decided to replace the pump. The customer switched to multiple daily injections (mdi) as a backup therapy and received instructions on returning the faulty pump.